Event description:
It was reported that the patient was hospitalized for ¿acute right flank pain¿ coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and during the hospitalization had their pd catheter removed. The patient was then started on hemodialysis. The treatment was not reported. The outcome of the reported event and the cause were unknown. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The occurrence date of the reported event was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up medwatch will be submitted.